Manufacturer narrative:
The actual complaint sample was returned. The initial investigation indicated that this was a reportable event. The made aware decision date is considered to be (B)(4) 2012. The analysis of the device is in progress at this time. A follow-up medwatch watch will be completed and submitted when completed.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Conclusion: the actual device used in the case was returned and evaluated. Visual examination of the wire bond continuity passed inspection. The device was detected when connected to the s-5 unit. A in house guide wire was inserted in to luer of the device leading to the needle lumen stopping 143cm into the insertion with the needle in the housing. The needle was deployed however the wire did not exit the needle lumen. The tip of the guide wire was inserted into the distal tip of the needle lumen stopping at approximately 1cm. The guide wire was inserted using the proximal end for support into the distal needle lumen, this time the insertion was successful. After removing the inner sleeve fragment, and in house wire passed through the needle lumen without producing a kink. The contract manufacturer investigated the device and determined that there is was a blockage in the area of the needle tip. A .014 inch mandrel was advanced from the proximal end of the device and as the mandrel advanced through the needle tip it appeared to have moved the blockage to the point it was visible in the needle tip. The blockage was removed and was identified as a portion of the inner sleeve material. A review of the device history record did not detect any deficiencies within the manufacturing process. The event has been confirmed for blockage in the distal needle lumen. The blockage in the needle lumen was found to be a portion of the inner sleeve material. A corrective and preventative action has been initiated to inspect the patency of the needle lumen after insertion of the needle into the shaft. A guide wire will also be inserted through the luer to check patency of the needle lumen during manufacturing. The analysis is complete as of today (B)(4) 2012.

Event description:
The actual device has been returned and initial evaluation of the device indicates that this has been deemed a reportable event. The made aware date is considered to be (B)(6) 2012. The wire kinked inside the device.